Event description:
While performing repair work for another issue in operating room 12, the service tech noticed that the joint for the universal flat panel yoke was broken. There was no reported pt involvement nor adverse consequences.

Manufacturer narrative:
This device does not have an exp date. This device was evaluated in the field. Eval summary: upon eval in the field in accordance with the scope of the recall (z-1605-2010), it was found that when the side of the universal flat panel yoke (yoke) broke, the control wire for the monitor was cut. The tech tested the signals to the monitor and found that all signals except the control were working. He then inspected the yoke according to the recall work instruction and found that the root cause of the broken yoke was indeed lack of weld. The yoke was replaced. This failure is a known issue and has been identified as a supplier workmanship error during the mfg process.